Event description:
Rptd material called cyano-acrylate dissolved away within 2 yrs and there was rampant decay wherever this material touched the tooth. Rptr's daughter-in-law also suffered pain, tmj, multiple dental procedures and one dead tooth due to use of the device.